Event description:
The customer reported via telephone that his insulin pump was so badly scratched he could not read its screen. The customer was advised to discontinue use of the device and to return it for analysis and a replacement. The customer's blood glucose value was reported as 339 mg/dl, but he did not wish to troubleshoot.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.